Event description:
It was reported during equipment testing at the user facility the device heated up. There was no report of any adverse consequences and the procedure was completed successfully with a backup console. There was no medical intervention required, no delay in procedure, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR; however the product has yet to be evaluated. A follow up report will be filed once the product evaluation has been completed.